Event description:
Boston scientific crm received information that this device declared elective replacement indicator prematurely. The patient has exhibited some instances of bigemny heart beats. This device has an autocapture feature, which has been in retry for over a month. It is believed that the retry is the cause for the early depletion. All other measurements are within range. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that this device declared elective replacement indicator prematurely. The patient has exhibited some instances of bigeminy heart beats. This device has an autocapture feature, which has been in retry for over a month. It is believed that the retry is the cause for the early depletion. All other measurements are within range. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. The device performed normally throughout analysis and was found to be functioning as designed.